Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before vitrectomy surgery, an ophthalmic laser probe was not matching with the trocar. The procedure was completed. There was no patient contact.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the lot was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this lot was performed. No similar complaints were reported for the product lot under investigation with a similar event code. The probe was received for testing on this investigation. The sample¿s radio frequency identification (rfid) tag was read, and the sample was found to not be associated with the customer¿s reported lot. The sample is unrelated to the customer¿s reported event. The sample is unrelated to the customer¿s reported event. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).